Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced phrenic nerve stimulation. Also, patient experienced jumping sensation in abdomen, but it has resolved. Boston scientific technical services (ts) discussed that no arrhythmia episodes or therapy in collection period and lead tests are within normal limits. Additional information indicated that amplitude is delivered during blanking periods in the programmed pacing vector and was able to get some "space" between the lv threshold and the phrenic nerve stimulation threshold. However, after exiting the threshold in the same pacing vectors, the stimulation reoccurred. Ts stated that it may be anatomical issue. This crt-d remains in service. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.